Event description:
It was reported that a female patient who had a mentor smooth round high profile 330cc saline prosthesis (left) and an unknown mentor saline prosthesis (right) placed experienced bilateral capsular contracture, left sided deflation, and a left sided breast cyst post procedure. The left sided capsular contracture was baker grade IV. The left sided breast cyst was sitting at the six o¿clock position of the inferior areolar and was approximately 3 x 4 mm. The baker grade of the right breasted capsular contracture is unknown. As a result, explant and replacement with mentor smooth round high profile 250cc saline prostheses was performed on (B)(6), 2023. See 1645337-2023-10229 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation/breast cyst/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 11, 2023. The investigation of the returned device was completed by the failure analysis lab on september 12, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On august 30, 2023, mentor became aware that the incorrect manufacturing record evaluation (mre) statement was made with the initial report submitted on that same date. The correct statement is as follows: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.